Manufacturer narrative:
Concomitant products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3387s-40, lot# v040724, implanted: (B)(6) 2008, product type lead; product ID 3387s-40, lot# v059842, implanted: (B)(6) 2008, product type lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient went to (B)(6) library three days prior and went through gates that turned the patient's stimulation off. It was noted the patient used their patient programmer to turn the device back on and the device had been working since.